Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a tare procedure involving a coil concerto helix 2mm x 8cm, the coil did not detach. The coil was initially attempted to be inserted into a microcatheter, but it did not detach. Subsequently, a manual attempt to insert the coil outside of the procedure was also unsuccessful. The patient was treated with the tare procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the guidewire could not be pushed. No one was able to push it. So they opened another sterile coil of the same lot to complete the case. The related product had put back to its original package before the coil detachment level. Two attempts were made to detach the coil 2 times during the case they attempted to push the inside guidewire. 2 times after the case they attempted to push the inside guidewire. Prior to coil non-detachment there were no issues encountered. No pushwire damage observed after removal from the patient.

Manufacturer narrative:
H3: product analysis #(B)(4) :equipment used- video inspection system (m-81805), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house instant detacher (model: ID-1-5 lot: 9443624) as found condition- the concerto device was returned for analysis within a shipping box; within a resealable plastic pouch; within an opened concerto outer carton; within an opened concerto inner pouch; within a dispenser coil and within an introducer sheath. No other accessories were returned. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube and the break indicator was found intact. There were no evidence of detachment attempts at these locations using an instant detacher or by manual method. The concerto pusher was found undamaged. The concerto implant coil was found damaged within the introducer sheath (figure e). Dried blood was found within the introducer sheath and on the implant (figure f). No damages or irregularities were found with the introducer sheath. Testing/analysis ¿ an in-house instant detacher was used for detachment testing. No difficulty was experienced inserting the pusher into the instant detacher, and the load indicator was not visible when the pusher was fully seated in the instant detacher cap, which is normal. The implant coil was successfully detached on the first attempt without any difficulty. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed and the cause could not be determined. The failure could not be replicated as the device detached with no issues on the first attempt using an in-house instant detacher and the proximal pusher exited the instant detacher afterwards with no issues. The instant detacher used in the event was not returned for analysis. Therefore, any contribution of the instant detacher towards the non-detachment and conformance to specification could not be assessed. The implant coil was found damaged; however, the damages did not contribute towards the reported failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.